Manufacturer narrative:
Reported event: anspach® 6 mm fluted ball burr fell out of hd long/end effector during resection. Method & results: device evaluation and results: no device inspection could be completed as the device was not returned for evaluation. Device history review: not performed as the anspach® 6 mm fluted ball burr is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding fell out of hd long/end effector during resection failure of p/n 111040, sn: (B)(4). There have been no other similar events for the referenced serial number. Trend request for this part number has been submitted (trend request #860). Conclusions: the anspach® 6 mm fluted ball burr is an OEM device. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #860 has been initiated to continue to monitor for events related to this device. Device was not returned for evaluation.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the burr fell out of hd long/end effector during resection. The same instrument was inserted back into the end effector and the surgery was completed successfully .

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the burr fell out of hd long/end effector during resection. The same instrument was inserted back into the end effector and the surgery was completed successfully .